Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. A conclusive cause for the mitral stenosis and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation with an mr grade of 4+. The pre-procedure gradient was 4mmhg. The clip was implanted successfully, reducing mr to 2. However, after deployment the mean pressure gradient increased to 8mmhg. No additional information was provided.